Event description:
Device sent for service depot repair with complaint of bad iui connector.

Manufacturer narrative:
Manufacturer's report date: april 4, 2011. (B)(4). The reported customer complaint of a bad iui connector was confirmed. The investigation noted that the right iui connector had melted and that some pins were electrically shorted. Physical damage on the device was present: instrument seal broken, status indicator lens cracked at right side, membrane frame cracked at screw cavity, bezel cracked below membrane frame screw cavity and latch module head missing. Internal inspection noted signs of fluid ingress inside rear case and bottom/sides of bezel assembly. When the right iui connector was temporarily replaced with a known good iui connector and the device was connected to a test pcu device, the lvp device powered on successfully and performed an infusion for one hour successfully with no re-occurrence of thermal damage or any other anomalies occurring on the replacement iui connector. The root cause for the burning of the iui connector was not identified, however, the evidence suggests that fluid contamination was the most likely cause for the reported complaint.